Event description:
It was reported that a spectrum pump failed to deliver the programmed amount. It was reported that "about 50 ml were suppose to be infused but only half was infused" during maintenance testing (medication and delivery rate unknown). The event took place in the medical surgical care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.